Manufacturer narrative:
Amendment: lead was surgically abandoned due to being old, no malfunction nor allegations were reported towards this device, therefore this is no longer reportable. Please disregard report 2124215-2023-56341.

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.